Event description:
The user facility reported that when an employee opened the door to the sterilizer to remove an item steam came out and burned her finger. The employee applied ice and then went to concentra medical center where she was diagnosed with a first degree burn, received a tetanus shot and a bandage was applied. The employee returned to work and has no sustaining injuries.

Manufacturer narrative:
A steris service technician inspected the sterilizer and found that the steam manifold needed to be replaced. He replaced the manifold assembly and returned the unit to service; no further issues have been reported. Per the operator manual (section 1-1), "sterilizer, rack/shelves, and loading car will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following the previous operation". "Steam may be released from the chamber when door is opened. Step back from the sterilizer each time the door is open to minimize contact with steam vapor". An account manager offered in-service on the proper operation of the sterilizer however the user facility declined.